Event description:
The arthrex suture anchor broke while the surgeon was trying to implant it. Unfortunately, there were four screw packages open and the staff was uncertain which package the broken screw came from. But, the screw was retrieved by the surgeon. No injury to the pt was noted.